Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a ladg procedure with the forcetriad set at 2 bars, oozing occurred from the greater omentum even though an end tone, indicating a completed seal cycle, was heard. This oozing occurred again when the generator was increased to 3 bars.